Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer, with support from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any further malfunction alarms occurred.